Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent lead replacement due to a lead break. It was reported that x-rays did not identify a lead break or discontinuity. It was reported that the patient experienced repeated injuries/trauma from seizures that may have caused or contributed to the lead break. The device was discarded by the explanting facility and will not be returned for analysis.